Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, the valve was positioned lower than the targeted site which resulted in severe paravalvular leak. The valve was snared in an attempt to pull it up into a more optimal position; however, in the process the valve dislodged into the ascending aorta, where it was abandoned. A second valve of the same model, one size larger, was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The observed paravalvular leak was most likely was due to sub optimal position as the valve was positioned lower than the targeted site. Without return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).